Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedures. Manufacturer's trend anaysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Implant was placed on 3-17-97 in site #2 (class iii bone) during a routine procedure. The clinician reports that there was inadequate bone/implant interface. The implant seemed solid when the cover screw was removed and when the solid abutment was finger tightened, but when the torque control device was applied, the implant moved. The implant was removed on 9-15-97.